Manufacturer narrative:
This product was inspected and addressed during skytrons voluntary field correction, at which time our svc agent inspected the light head assembly, secured the trunion set screw, and placed the appropriate warning sticker over the chrome plug (see attached svc report with pictures) in accordance with the field correction procedures. The light head assembly was re-examined by a skytron authorized svc agent, after the incident that occurred in 2008. During the svc visit, it was discovered that the original warning sticker that was placed over the chrome plug had been peeled back to expose the set screw on the light head in question as well as other "if" lights inspected in the or suite. This is an indication that suggests that prior svc work has been performed on this light head creating the possibility that the set screw on the retaining nut was not securely fastened. Additionally, the set screws on the trunion nut were backed out of the set screws beyond the outside diameter of the tension nut causing accelerated loosening of the trunion nut by the set screw. This process resulted the light head to loosen from the arm yoke. See attachment # 2 for proper roll adjustment procedure taken from skytrons infinity maintenance manual. Further discussion with the facilities head of biomedical svcs also revealed that the facility is not conducting the required maintenance procedures at the recommended internal frequency of twice a yr. Skytron has confirmed that there are no other similar/related incidents of this nature. The facility is considering purchasing a preventative maintenance contract from skytrons authorized svc agent. Written maintenance recommend were outlined in a letter addressed to facility (attachment #1). See scanned pages.